Event description:
On 5/27/97, the facility nurse informed the MFR's (MFR) customer service rep that this is the second incident the facility has reported to the MFR within a month concerning this product. (Report #1219454-1997-00240). The facility nurse stated that the wings snapped off when they tried to use them. There were three (3) others; however, they disposed of them in the trash and could not retrieve them. The device was scheduled to be returned to the MFR for analysis. No further details were provided at this time.